Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date corrected from 08feb2021 to 05feb2021.

Event description:
It has been reported that the device is failing self-test.